Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a technical alarm sounded briefly at the central station before silencing itself. There was no patient incident alleged.